Manufacturer narrative:
The catheter was returned in one piece. Final analysis of the catheter revealed catheter body damage which occurred to the catheter body and/or guidewire during implant procedure.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unknown. Pump: model: 863740, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011. Accessory: model: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: unknown. (B)(4).

Event description:
It was reported that the catheter was occluded. "The end of it has all got a bunch a black crap all in the hull of it and stuff". The catheter was removed and the pump was adjusted. The drug being extracted was "fairly normal with a yellow tinge". The patient was experiencing less pain relief. It was last reported that the patient was doing well and the patient is receiving effective therapy. The pump was infusing morphine but patient was also using fentanyl patches and use lortab for pain relief.